Event description:
It was reported the patient was not getting stimulation where she need it most of the time. The area for coverage was reported from right shoulder down to the middle of her back, mostly on the right side. Stimulation was jumping allover the place and in certain positions or when the patient walks it seemed to turn on and off. It was also stated that in some positions the stimulation goes so high it is unbearable. This has occurred since implant and the patient status is unknown. Further follow-up was requested to obtain this information. A follow up report will be sent if additional information is received.

Event description:
Additional information received reported the stimulation was in the wrong location. The stimulation was not reaching the correct area and hasn¿t been since implant. The patient¿s stimulation was adjusted 3 weeks prior to the report and it was slightly better but it is now slipping out of position and ¿jumping all over the place.¿

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was still having concerns with their device or therapy but they were working with their doctor or a manufacturer representative. An appointment date of (B)(6) 2014 was noted.